Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2012-00219, 2134265-2012-00221. It was reported that following a stenting treatment procedure the patient expired. The patient was admitted because of dyspnea and ECG showed st elevations v3-5 associated with a proximal left anterior descending (lad) artery total occlusion and blind stump. The proximal lad was mildly calcified and moderately tortuous with no significant bend. The lesion was concentric. Right femoral access was obtained and the lesion was predilated with two non-bsc semi compliant balloons 1.5x20mm and 2.5x20mm. A spontaneous type f dissection in the lad resulted in a total occlusion of the vessel. No perforation was observed. Three stents were implanted: promus element 3.5x20mm in the proximal section, promus element 3.0x24mm in the mid section, and promus element 3.0x18mm in the distal section. The dissection could not be completely sealed with the first and second stents but it was completely sealed with the third stent. Post dilatation of the stents was completed with the stents well apposed. Angiography showed a good immediate post-interventional result. Four days post procedure, a sub-acute stent thrombosis at proximal end of the implanted promus element stents occurred that could not be resolved with dilatation and the patient expired. It is the opinion of the physician that this event is not related to the promus element stents, but rather the state of health of the patient.